Event description:
As the physician was treating an rca lesion around a bend, the guide wire fractured. A perforation occurred and was sealed with protamine. The guide wire spring tip remains in the artery.